Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia multiple times. The device was reprogrammed. No further information is available.